Event description:
Caller reported that the pump battery would not charge, though no power source alert was received. There was no adverse impact to the customer's blood glucose level. The customer was instructed to try different wall outlets, adapters, and charging cables, but these actions did not resolve the issue. Therefore, the pump needed replacement. The customer was informed of the replacement and instructed to deplete the pump's battery before transportation, return the faulty pump within ten days using a pre-paid label, and use a replacement pump for backup insulin therapy.